Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood and contrast in the balloon, consistent with a leak or rupture while in the anatomy. The balloon was loosely folded. As reported, there was a longitudinal rupture in the balloon extending from the distal taper to the proximal taper. There were no scratches visible. Scanning electron microscopy analysis indicated that the balloon failure may be attributed to mechanical damage to the outer surface. Radial mechanical damage was observed at and away from the rupture origin. In this case, there was no report of leaks noted during the preparation for use, suggesting that the balloon damage occurred during use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. The reported balloon rupture appears to be related to case circumstances and there is no indication to suggest a product quality deficiency. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot and all lot release testing data met the manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the iliac artery with mild tortuosity and moderate calcification. Dilatation was performed with the fox cross balloon; however, the balloon ruptured during the first inflation of 8 atmospheres. The balloon was removed without issue, and a new balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.